Event description:
Rn giving intramuscular injection (flu vaccine) in delford using vanish point 3cc 25 ga x 1 in syringe with retractable needle. When retraction activated, needle became disconnected from syringe and lodged in pt's arm. Rn was able to remove needle from arm using finger so no adverse outcome occurred. Potential adverse outcomes indicate inability to remove needle from pt's arm and potential for rn to get needlestick.